Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her current blood glucose was high at 400 mg/dl. Customer's blood glucose was 315 mg/dl at the time of the incident. Customer stated that she has corrected via the insulin pump. Customer stated that the cannula was bent when she removed the infusion set from her body. Customer was explained that the bent cannula may have interfered with the amount of insulin delivered. Customer declined to continue pump troubleshooting.